Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va07a6c , implanted: (B)(6) 2013 , product type: lead ; other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4) , ubd: 27-feb-2017, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had a revision due to the wires coming through. They did not know when this occurred as they had ptsd and couldn't remember the dates of things.